Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29april2019. The service engineer (se) inspected the device. The se replaced the video graphics array controller board and the ventilator passed all testing.

Event description:
It was reported that the ventilators display had distorted color and not visible. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. Event date not specified: estimate used.